Event description:
The PICC was leaking at the exit site and pt was complaining of pain during chemotherapy infusion.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.